Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt. This product, is distributed outside of the united states, but is similar to us distributed stent delivery systems.

Event description:
As the physician was attempting to deploy the cypher select plus 3.0 x 23 in the lad after reaching the lesion without difficulty, leakage was noted upon attempted inflation. Examination of inflation device and sds hub showed that the sds hub was cracked. The unit was removed from the pt without difficulty, and the physician used another cypher select plus without incident to complete the procedure. There was no report of pt injury. The facility is unwilling to provide pt info. The cypher stent delivery sys was properly inspected during prep and no anomalies were noted. There was no excessive torquing or steering of the device during use.